Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) froze and, upon restart, the device no longer had audio. It had been verified that all connections and settings were correct. The biomedical engineer will attempt to see if a driver failed or if the alarm indicator was the issue by replacing it and will call back if no solution is found. At this time, no additional calls have been made to nihon kohden relating to this complaint. The patients were moved to another known working central nurse's station (cns) and no patient harm had been reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze and upon restart, and the device no longer had audio.